Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign material inside the flexible tube of the insertion part. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over two (2) years since the subject device was manufactured. The legal manufacture was unable to confirm whether the customer's reprocessing steps were deviated from the instructions for use. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. No physical damage was confirmed at the place where the foreign material remained. Three attempts were performed to obtain additional information, but no response was received from the customer. The event can be detected and/or prevented by following the instructions for use which state: detection method: gif-1200n operation manual, chapter 3: "preparation and inspection". Preventive measure: gif-1200n reprocessing manual, chapter 5: "reprocessing the endoscope (and related reprocessing accessories)". Olympus will continue to monitor field performance for this device.